Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6)2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020 reporting that the events were caused by a fall. The event was resolved by the health care provider (hcp) by removing the 2 leads and replacing with 1 lead. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that her recharger wasn¿t working since the beginning of last week. The patient reported that when she turned it on, it showed the normal screen and when she hit the green button. The whole screen goes back to grey/blank. No troubleshooting could be done on the call due to lack of access to the product. Additional information was received from the patient on 2020-01-02. The patient reported that when she tried to start a charge session she saw the screen with 2 devices as if it was going to take a charge but then the screen goes blank. The patient confirmed that the recharger battery was ¾ full. The patient confirmed that the screen she was seeing on the recharger was poor communication/reposition antenna. The patient checked the patient programmer (pp) status and the patient confirmed seeing poor communication. The patient reported that the last time she charged her ins was back in august. The patient reported that she didn¿t charge because she had a fall in (B)(6) 2019 and she felt like the ins moved in her back and it hurt. The patient was redirected to follow up with their healthcare provider (hcp) to address the possible overdischarge. No further complications were reported.